Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tonsillectomy, the device was used to remove the tonsils on both sides, 2 to 3 days after the procedure, hemorrhaging occurred at the removing site (both sides). It was unknown whether or not the device was the cause.